Event description:
New information received on sept 11, 2018, indicates that on sept 1, 2018 the patient received inappropriate therapy for two different instances of supraventricular tachycardia. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely on (B)(6) 2018 after an inappropriate shock due to supraventricular tachycardia that occured on (B)(6) 2018. The patient was brought into clinic on (B)(6) 2018 and programming changes were made to the implantable cardioverter-defibrillator. The patient was stable afterwards.